Event description:
The customer reported that the reusable menstrual disc could not be removed by the customer. The customer went to the emergency room to have it removed. Customer reported tools were used for removal and that they experienced pain. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.